Event description:
It was reported a patient had an infection. There is no further information available. Upon follow-up, a nurse familiar with the patient reported this patient had a pd catheter (not a fresenius product) that became entangled in the intestines. Subsequently, the pd catheter (not a fresenius product) became infected. The nurse confirmed the patient did not have any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Correction: b3 additional information: h10 clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Upon evaluation of additional information received, it was determined that the event reported on was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00859.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.